Manufacturer narrative:
The customer's reported complaint of the thermogards ivtm system (sn (B)(4)) displayed mid: 09 (air trap assembly) error message was not confirmed through review of the event log and during functional test. Visual inspection was performed and noted no damage upon review. The console failed the functional testing due to the pump motor failure, unrelated to the reported issue, the saline fluid ingress was noted on the motor steering board that caused a failure. Following the repair and replacement, the thermogard passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
It was reported that during device set-up, the thermogards ivtm system (sn (B)(4)) displayed mid: 09 (air trap assembly) error message. The customer used another console to continue with the treatment. No known patient impact or consequence was reported. No additional information was provided.